Manufacturer narrative:
Complaint confirmed, one of the adapter tabs is cracked and bent, however it did not break off. No missing fragments were observed. The proximal end is worn due to impaction and one of the handle pins is backing out. The cause of the cracked adapter tab is undetermined, however a likely cause is user-applied mechanical forces. The cause of the pin backing out is undetermined.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during shoulder surgery the blue lip did break off while inserting the universal glenoid. The broken off piece has been retrieved from the patient. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. No further information received.